Event description:
It was reported that during a preventive maintenance test, a pump failed to alarm for an upstream occlusion. The device was programmed to deliver 13ml of fluid at a rate of 100 ml/hr. The customer stated that hemostats were used to occlude the tubing 12 inches above the pump, however the pump did not alarm for an upstream occlusion and no fluid was delivered.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Upstream occlusion tests were also performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional upstream occlusion test including the reported rate of 100 ml/hr while occluding the i.v. Set at 6 inches above the tubing channel with the pump detecting each separately created occlusion. A flow rate test was also performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Review of the history log supports the reported event parameters and no upstream occlusion alarms were observed; however no malfunction could be identified.